Event description:
Hill-rom received a report from a hill-rom technician stating the siderail would not latch. The bed was located at the account. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The hill-rom technician found dried liquid and debris around the latch. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician cleaned and lubricated the latch to resolve the issue. Based on this information, no further action is required.